Event description:
It was reported that the ventilator was inoperable with a blank display. The ventilator was not being used on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight pcbs, which resolved the reported issue. The ventilator passed calibration and testing. Covidien reference number: (B)(4).